Manufacturer narrative:
Testing and investigation found the device alarmed with a s233 (overtemperature-psc) malfunction alarm code. Further testing noted the fan was not rotating as expected during the battery charge cycle. The probable cause for the overheating was a broken fan. The cause of the broken fan was supplier handling. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility a review of the device history indicated a s233 (overtemperature-psc) malfunction alarm code. The pump was returned to the biomedical department for an unspecified reason. No information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.